Manufacturer narrative:
Medwatch field d. Device identification and g4 PMA / 510k (premarket numbers) were updated. The investigation excluded reagent issues. The field service engineer (fse) changed and adjusted the sample and reagent probes. He readjusted the cell detergent volumes and the rinse, exchanged the cells, and readjusted the reagent disk and piercer to their correct specifications. He confirmed the assay and the analyzer were performing within specifications. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the customer's cobas pure c 303 analytical unit is (B)(6). The investigation reviewed the qc and calibration traces. The qc trace showed out-of-range results. The calibration traces were within specifications. The investigation reviewed the alarm traces. The traces showed qc results that were two times out of range and a control duplicate error. The alarm traces provided were for only a very short time frame. The investigation reviewed the hardware check by test performance; insufficient precision was noted. The investigation is ongoing.

Event description:
The initial reporter received questionable a1cx3 (hba1c) results from two patient samples tested on the cobas pure c 303 analytical unit. Patient sample 1. On (B)(6) 2023: the initial result was 7.78%. The repeat result was 5.4%. Patient sample 2. On (B)(6) 2023: the initial result was 11.0%. The repeat result was 16.5%.